Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2008, inratio: 5.6(2/20/08), lab: 2.1 (2008).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 5.6 (2008), lab: 2.1(two days later), mean: 3.85, confidence limits: 2.3-5.7. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Lab value was outside the confidence limits for inr testing. The time interval between tests was > 3 hours. The comparison was considered invalid. Further testing was not required.